Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was a battery issue. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device onsite at the customer location. It was determined that the device had a problem with the battery. Hence, the battery was replaced, and the defective battery was taken back. The device was handed over to the customer in good working condition. The device remains at the customer site, and no further evaluation is warranted at this time.